Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event was caused by stress of repeated use, external factors, or handling. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the coating was found to be peeling due to deterioration. The reported event (leak) was also confirmed. The bending section was pierced/cut/scratched. In addition, the insertion section was crushed due to physical stress. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was a leak from the tip of the scope. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating of the insertion section was peeling. This report is being submitted for the malfunction found during evaluation (peeling coating). There was no harm or user injury reported due to the event.